Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported on (B)(6) 2023, that in the case of the existing complaints, 3 torque handles ref 277040510 were used for the final closure of the expedium single innies (ref 179702000). Here came the request the from dr. For a certificate that documents the testing of these torque handles that have been in use. This torque verification certificate is therefore absolutely necessary. Patient status/ outcome / consequences is unknown. This report is for one (1) single-inner setscrew. This is report 1 of 1 for complaint (B)(4).